Event description:
After first inflation at 8 atm with no problem, the balloon was prepped again and inserted into the guide cath. When physician requested an inflation, the rt told him there was something wrong with the balloon, it would not hold negative pressure. He told the rt to inflate the balloon. While attempting to inflate, st segments elevated, b/p and hr dropped. Dr. Deflated and removed balloon, within 3 minutes the pt. Was stabilzed.